Event description:
It was reported that the patient presented with complaint of chest discomfort. It was confirmed via CT and ultrasound that the right atrial (ra) lead helix had perforated the atrium resulting in pericardial effusion. The effusion was treated and the lead remains in use. No further patient complications have been reported as a result of this event.